Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following additional information was provided: it was reported that the patient underwent mass removal surgery on (B)(6) 2019 during which the incision was closed with 3-0 vicryl suture deep dermal suture and 4-0 monocryl suture. Hospital: (B)(6). Surgeon: (B)(6). Related medwatch reports: 2210968-2021-00353.

Event description:
It was reported that the patient underwent a mass removal surgery on (B)(6) 2019 and suture was used. It was reported that the patient experienced reaction. It was reported that the wound is still red and irritated after over a year. It has not healed right, and the patient went to see a doctor. It was reported that post-operative care needed to rescue keloid scar and a doctor has to do the scar over again because it looked unaesthetic, red, raised and inflamed. The doctor opined that the patient experienced a reaction to the suture.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The following additional information was provided: it was reported that the patient underwent mass removal surgery on (B)(6) 2019 during which the incision was closed with 3-0 vicryl suture deep dermal suture and 4-0 monocryl suture. Hospital: (B)(6). Surgeon: (B)(6). Related medwatch reports: 2210968-2021-00353.

Event description:
It was reported that the patient underwent a mass removal surgery on (B)(6) 2019 and suture was used. It was reported that the patient experienced reaction. It was reported that the wound is still red and irritated after over a year. It has not healed right, and the patient went to see a doctor. It was reported that post-operative care needed to rescue keloid scar and a doctor has to do the scar over again because it looked unaesthetic, red, raised and inflamed. The doctor opined that the patient experienced a reaction to the suture.